Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device did not remove adequately (incomplete tissue ring). The anastomosis was oversewed. There was no adverse consequence to the patient. (B)(4)